Event description:
It was reported that 65 bd luer-lok¿ tip syringes had scale marking issues found during an inspection. The following information was provided by the initial reporter: "graduation marks on barrel of syringe are inconsistent with inspection acceptance criteria."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-nov-2022. H6: investigation summary: it was reported that the syringes have marked a line in black ink. To aid in the investigation, sixty-five samples and one photo were provided to our quality team for investigation. Through visual inspection, multiple ink rings observed around the circumference of the barrel. Potential root cause for the ink rings is associated with the marking process. It is most likely a worn-down doctor blade led to the observed condition. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2167463. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 65 bd luer-lok¿ tip syringes had scale marking issues found during an inspection. The following information was provided by the initial reporter: "graduation marks on barrel of syringe are inconsistent with inspection acceptance criteria."